Event description:
During g3 long nail surgery, the surgeon tried to insert the u-lag screw. The surgeon tried insertion of guide pin several times, reducing fracture part. Next, drilling was difficult although the step drill was used. After inserting the u-lag screw, although he is going to insert u-blade, u-blade was not able to be inserted. When the surgeon checked x-ray image, it turned out that the lag screw is not inserted in screw hole of the nail. Therefore, the surgeon removed the nail and lag screw. The surgeon changed the nail and lag screw to a new device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Functional tests performed revealed function of the lag screw being as intended. The function of the lag screw relating the flutes for the u-blade was restricted due to the material displacement found at the thread. The event description as well as device inspection (significant drill marks at the outer surface of the nail due to considerable misdrilling and material displacement at the thread of the lag screw) and functional tests indicate, that the root cause of the reported event is not linked to any deficiency of the devices, but is rather related to rough handling.

Event description:
During g3 long nail surgery, the surgeon tried to insert the u-lag screw. The surgeon tried insertion of guide pin several times, reducing fracture part. Next, drilling was difficult although the step drill was used. After inserting the u-lag screw, although he is going to insert u-blade, u-blade was not able to be inserted. When the surgeon checked x-ray image, it turned out that the lag screw is not inserted in screw hole of the nail. Therefore, the surgeon removed the nail and lag screw. The surgeon changed the nail and lag screw to a new device.